Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. It was noted that when the surgeon removed the suture from the package, the needle had pulled off the suture. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.